Manufacturer narrative:
The product involved in the event was returned for evaluation. Sample evaluation is in progress. A device history record review was conducted. No nonconformances or issues were noted during manufacture that could contribute to the complaint incident. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Staff opened the drapes aseptically using the inner wrapper. When they checked the inner wrapper (csr wrap) for holes they found pin holes in the wrapper. This contaminated the whole back table and caused a delay in surgery.

Manufacturer narrative:
No drape sample was received, only the csr wrap. The sample was evaluated under ambient light conditions. The sample arrived loosely folded inside the product package. The sample was laid out on the lab table for inspection. The sample arrived with a circled area indicating the location of a hole. The hole is round and measures approximately 1mm or less. The hole was viewed under magnification. The hole is situated between bond points. The hole is remarkably round and the fibers around the edges of the hole appear smooth. The hole has the appearance of a puncture. The remaining sheet was inspected for visual damages. No others were observed. The complaint details were forwarded to the appropriate functional area for investigation and root cause determination. A root cause could not be determined for the issue reported. This is the first incident reported in the past five years, no trend for this issue noted. Manufacturing personnel were notified to raise awareness. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.